Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer¿s blood glucose was elevated (407 mg/dl). Suspected cause was cartridge leaking from the patient line. Customer loaded a new cartridge and delivered a bolus to address elevated blood glucose.